Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a symptomatic patient, with dizziness and rates down, presented via a patient-initiated merlin.net transmission. The device was post-paced t-wave oversensing. The oversensing was noted on a real-time egm. The device was reprogrammed successfully and remains implanted.